Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for an atrial-driven rhythm. Technical services (ts) suggested the health care professional (hcp) to consider a clinical approach to manage the patient's rhythm as reprogramming would not be able to resolve the issue. The device remains in use. No additional adverse patient effects were reported.